Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a a21 alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated the loading the insulin pump the tubing fills not registering on the insulin pump. The customer said that the everytime she changes the battery it goes back to the factory settings. The troubleshooting was performed. The patient was advised that the insulin pump will be replaced. And make sure to revert to a back up plan if insulin pump goes out. The patient was advised that she can use insulin pump in the morning.

Manufacturer narrative:
The insulin pump was received with a21 error alarm after battery change due to broken solder joint on the interface board and memory lost due to a21 anomaly. The insulin passed displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No prime fill anomaly noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.